Manufacturer narrative:
The customer reported that the sample is expected to be returned. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
In 2007, the nellcor puritan bennett received a report where it was claimed that the "cuff was torn and air leakage occurred" during patient use.